Event description:
It was reported that during the implant procedure, the helix of the left bundle branch pacing (lbbp) lead failed to retract after multiple positioning attempts. Additionally, the lbbp lead insulation was noted to be twisted due to torque building up. The lbbp lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.